Manufacturer narrative:
On 9/18/2018, the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: capsular contracture concomitant products: mentor memorygel breast implant 300cc, catalog number 3503004bc, serial number (B)(4), lot number 7397589. On 9/27/2018, device evaluation was completed. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. Pe¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report contains supplemental information for mentor psr reference number ip-00260541. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a breast augmentation primary with a mentor memorygel breast implant 300cc and experienced right capsular contracture baker grade iii . As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 300cc on (B)(6) 2018. This report contains supplemental information for mentor psr reference number ip-00260541.